Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified that the proximal section of the balloon appeared partially inflated. No issues were noted along the hypotube shaft. A break was identified at the guidewire exit port. The distal extrusion was severely stretched/accordioned. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The distal extrusion was severely stretching/accordioned. Microscopic examination of the distal extrusion noted small rupture sites on the stretched outer extrusion. A break was present at the guidewire exit port. Microscopic examination of the break site noted that the shaft appeared stretched. Tip showed no signs of tip damage. An examination of the markerbands identified no damages. However, due to the severe stretching in the distal extrusion, the proximal markerband was positioned towards the center of the balloon. It is noted that the markerband did not detach rather the inner shaft where the markerband is bonded was stretched and pulled distally inside the balloon. No other device issues were identified during returned product analysis.

Event description:
It was reported that the catheter separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, outside the patient, the catheter got separated. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Event description:
It was reported that the catheter separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, outside the patient, the catheter got separated. The procedure was completed with another of the same device. No complications reported and there was no patient injury.